Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) six times, followed by shocks at 31j, 41j, and 41jx4. The last shock at 41j successfully reversed the arrhythmia and converted the rhythm. This patient was admitted to emergency room (ER). Technical services (ts) confirmed that the first three bursts of atp were ineffective in converting the rhythm, and the first shock at 31j caused the patient to enter ventricular fibrillation (vf). The remaining shocks at 41j successfully reversed the arrhythmia. Ts suggested reprogramming options. This device remains in service. No additional adverse patient effects were reported. Additional information was received from the same representative, who is performing a procedure today in which they will be adding an mdt svc coil to the system via the 5019 adapter. This adapter can accommodate up to two tachy leads: one with a df-1 connector and one with a df4 connector. It is important to clarify that this intervention is not related to any lead issue but is instead being performed to address the patient condition.